Manufacturer narrative:
One cardiomems patient electronic system with accessories was received for evaluation. Visual inspection verified the wi-fi adaptor was damaged and circuitry was exposed. During the boot-up sequence the hand-held display never got to the welcome screen. Patient data back-up could not be performed due to an un-mountable compact flash. Unit failed diagnostic-testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed circuitry of the wi-fi adaptor was discovered during evaluation of the device. The patient electronic unit with wi-fi adaptor was replaced and there were no adverse consequences reported by the patient.